Manufacturer narrative:
Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked j2 connector on lcd board noted. Unable to perform displacement test and self test due to keypads not responsive. Device was visually inspected. No moisture damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button error alarm. Customer reported possible moisture exposure as it was humid and she had been around pools. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.